Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received failed battery alarm and hardware low level failures. The customer¿s blood glucose level was unknown. Customer stated that they had a received hardware low level alarm. The customer stated that they performed self-test and received failed battery and hardware low level failures. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. The device was programmed with test guardian link and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed value properly on the display graph. A calibration value was manually entered and the device sensor feature working properly. No unexpected cannot find sensor signal alarms were noted. Pump error 63 confirmed in pump history due to cold solder joint at keypad assembly.